Manufacturer narrative:
Based on additional information received, it was confirmed that the involved device was added as a complaint in our system in error. The event only involved one faulty screwdriver, reported in MFR report ref# 0008031020-2024-00320. Therefore, this MDR report will be cancelled as non-reportable.

Event description:
As reported by the company rep: during multiple cases using the 6.5 autofix loan kit where the k-wires provided (or ones of the same size 1.8mm) are not fitting through the autofix instrumentation, this has happened in multiple instrument sets. The issue was discovered initially in a case resulting in another kit being used and extended under anesthetic time. Surgery was completed by using competitor kit. Inquiry pi (B)(6) - event date (B)(6) 2024 friday. Case completed with competitor kit. 1 out of 4.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported by the company rep: during multiple cases using the 6.5 autofix loan kit where the k-wires provided (or ones of the same size 1.8mm) are not fitting through the autofix instrumentation, this has happened in multiple instrument sets. The issue was discovered initially in a case resulting in another kit being used and extended under anesthetic time. Surgery was completed by using competitor kit. Inquiry pi 3697784 - event date 07/19/2024 friday. Case completed with competitor kit. 1 out of 4